Event description:
Implant date: 1994. It was reported that "screws broke the first day of physical therapy". Pt had a revision surgery in 1996 and continues to complain of pain. It is unknown if the device is still implanted.